Manufacturer narrative:
Examination confirmed the reported breakage. Although unable to determine the complaint sample manufacture date, in july of 2001 the geometry of this product code was revised. The product returned is of the prior design.

Event description:
During surgery the instrument broke and a piece was left in the patient.